Manufacturer narrative:
Investigation found a hole in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the hole. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The download data from the device contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod longer than 48 hours. As treatment, the patient applied a new pod.